Event description:
Baxter product surveillance spoke with the home patient (hp) regarding a check patient line alarm (cpl). During troubleshooting, the hp found both air and fibrin in the setup. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for air in the tubing (without an alarm) was not confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.